Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that tubing was kinked below the filter and the complaint of leaks from the .22 micron filters could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20350e because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port tubing kinked below the filter, and another set leaked while used with etoposide. The following information was provided by the initial reporter: "we are continuing to have leaks from the .22 micron filters we use with etoposide. One was kinked below the filter, but I have another one in my office that leaked yesterday from both ends of the filter."